Manufacturer narrative:
Date sent: 03/22/2006. H6: code 400 = firing trigger teeth broken. Additional information: d4, 10; g4; h2, 3, 4, 6. Evaluation summary: one was received in good visual condition and loaded with a partially fired cartridge that had the spring cartridge lockout in normal condition. The instrument was noted to have damaged the firing mechanism and therefore, it was disassembled to examine the condition of the internal components; the firing trigger teeth and the firing trigger post were noted to be damaged. Due to damage observed on the internal components the instrument would not be able to complete a firing stroke.

Event description:
During a rou-en-y procedure the device misfired. There was no patient consequence. Case was completed with a same like device.